Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had a fracture and the conductor was "broken" per x-ray. The lead also exhibited high and undefined impedance measurements. The patient experienced asystole and muscle stimulation. The lead was reprogrammed and scheduled to be replaced the following day. No further patient complications have been reported as a result of this event.